Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08720 inches. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not pass the high-pressure test. The customer¿s blood glucose was 260 mg/dl at the time of the incident. The customer does not allege that the insulin pump was under delivering. The drive support cap appeared normal or slightly indented. The customer changed set and was still doing the same problem. The customer stated that the insulin was not coming through the set. The customer stated that it worked for a day and a half after they changed the complete set and then blood glucose went up again and it stopped delivering again. The customer reported that they feel okay for troubleshooting. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.